Event description:
It was reported that revision surgery was performed due a mismatch in hip implant sizes. The pt was originally implanted with a br femoral head (packaged as color brown) with a 60mm acetabular cup (packaged as color green). The pt was revised to a acetabular cup (packaged as color brown). The surgical technique clearly states, "never mix colors on heads and cups. Compatible femoral and acetabular components are all the same color".